Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, it likely suggests probable causes for the reported failure is due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of the reported issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro fiberscope exhibited due to missing a-rubber cover causing leak. There was no patient involvement.